Event description:
It was reported that this implantable cardioverter defibrillator (ICD) provided inappropriate anti-tachycardia pacing (atp) and shocks for atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) recommended electrophysiology follow-up for reprogramming. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.